Event description:
A company representative reported that a cayman screw migrated approximately 8mm post-operatively. The reported event was noticed on post-operative scans. Revision surgery was performed for a reason unrelated to the screw migration and the screw remains implanted. No adverse consequences were reported.